Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and intermittent oversensing of p and t waves were noted on the right ventricular (rv) lead. Short v-v interval counts were also noted. The lead remains in use. No patient complications have been reported as a result of this event.